Event description:
Customer reported via phone call, the insulin pump had alarmed motor error while she was changing the site. Customer stated alarmed occurred a month prior to calling and was able to clear the alarm and hadn't had any issues. Customer's blood glucose was 138 mg/dl. The device was not exposed to an MRI and customer does not use the sensor feature. Customer was able to complete the rewind sequence. Blood glucose of 569 mg/dl was reported. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion, and excessive no delivery test. No unexpected motor error alarms noted during testing. Corrosion was noted on the motor home switch. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.